Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. (B)(4). Device manufacturer date is unknown as serial no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had suction loss in right eye while laser was firing. Surgeon decided to convert patient to photo refractive keratectomy for (B)(6) 2016. Left eye was successfully treated as scheduled. Surgeon reported that suction loss was due to patient movement.